Event description:
It was reported that a "g7 wearable failure" was reported. The sensor was inserted into the arm. The date of the event is an approximation. On (B)(6) 2024, the patient reported that on (B)(6) 2024 they experienced a wearable failure which occurred on an unspecified day after sensor insertion into the arm. On (B)(6) 2024, the patient lost consciousness. The patient woke up after approximately 3-4 hours on his own. At this time, the patient realized that his sensor had failed. It is unclear what the continuous glucose monitor (cgm) device was displaying prior to the patient losing consciousness. Upon waking up, the patient tested his blood glucose (bg) meter reading, which was 100 mgdl. The patient did not provide himself with any treatment and did not seek assistance from a higher level of care. The patient was in stable condition at the time of report. Data was provided for investigation. The allegation was confirmed via data. The probable cause was determined to be low count aberration. No additional patient or event information is available.

Manufacturer narrative:
Cmpl (B)(4) diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.